Event description:
It was reported that the patient developed a reaction from screws that were degrading 2 years post-op. A second surgery was needed to remove them. Original acl surgery was in 1999. On (B)(6) 2008 he had an acl reconstruction with achilles tendon graft. His knee started to swell a few months out. The patient returned to the doctors to have the knee drained a few times (cloudy fluid). It was determined he was having a reaction. They did an MRI of the knee and had noticed that he only has 30% of the graft intact. (B)(6) 2011 all of the implants were removed and the knee was flushed and bone plugs were inserted in place of the implants. Patient was put on antibiotics.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Eval summary: unknown device disposition.